Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery pac. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht50 ventilator battery failed. There was no patient involvement.